Event description:
During an operative hysteroscopy using the truclear ultra reciprocating morcellator, it was reported that there was a failure to maintain vacuum. I twas reported tht the physician set the window lock but lost distention of the uterus with the suction lever open. A back-up morcellator was used and was reported to have worked fine. The physician reported there was no adverse event and the patient is doing well postoperatively.

Manufacturer narrative:
Inspection of the returned device indicated the following: inspection of the laser markings on the inner and outer blade assemblies indicated that they are in the correct location. The sluff chamber to set the window-lock was not present in the device, therefore, the quality engineer is unable evaluate the device¿s ability to window lock and address the customer complaint. This device is provided in pre-window-locked position confirmed by the laser marks on the inner and outer blade assemblies. If the sluff chamber was removed prior to using this device, the user would be under the impression that the device was set to window-lock position; however, the device would not be capable of controlling outflow when window-locked without the sluff chamber. The customer complaint could not be confirmed. No further action is warranted at this time. (B)(4).